Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a clip was loaded into the medium-large clip applier instrument and squeezed shut. The medium-large clip applier instrument would not release clip. The first clip that was applied fell into the patient and retrieved during the same procedure. The customer got another medium-large clip applier instrument with similar type of clips and the new clip applier instrument worked fine. The procedure was completed with no reported injury. The endowrist medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip appliers instrument was inspected prior to use and had no issues. The surgeon was clipping the common bile duct when the issue occurred. The instrument was stuck on tissue. The instrument was removed by opening the jaws, an instrument release kit (irk) was not needed. The first clip that was applied and stuck to the one side of the clip applier instrument, fell off the duct into the patient but was retrieved during the same procedure. Second clip applied also stuck to one side of the clip applier instrument and after much maneuvering, the customer got the clip off the clip applier and it did stay clamped on the duct. There was no unexpected tissue removal or bleeding.

Manufacturer narrative:
Isi received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation found the primary failure of severely bent grip tip to be related to the customer reported complaint. The medium-large clip applier instrument was found with one grip bent. As a result, the clip could not be properly loaded on the grips. The root cause of the severely bent instrument grips -tips is typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. Additional observation(s) not reported by site were also identified: the medium-large clip applier instrument was found to have multiple broken input disks. Hairline cracks were found on grip input shafts. The root cause of this failure is attributed to mishandling/misuse the root cause of the broken instrument input disks is typically attribute to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. No image or video was provided for review. A review of the instrument log for the medium-large clip applier (part number 470327-12/ lot number n12210712 0109) associated with this event has been performed. Per logs, the medium-large clip applier instrument was last used during a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 61 uses remaining after the last procedural use. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the medium-large clip applier instrument clip fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.